Event description:
Additional information received reported that the patient did not have concerns with their device or therapy and received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient had an appointment on 2015 (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0smz5, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient increased stimulation 4 days after implant as they were going out and wanted to make extra sure they wouldn¿t have any incidents. The patient didn¿t have any incidents while they were out and forgot to decrease the setting. Since the patient felt so good, they decided to work on some housework and thought they overdid it as they started to have some low back pain. This was a pre-existing condition as the patient had rods in their back. The patient started to feel shocking at the rectum and it felt like an electrocution and the patient couldn¿t sit down. The patient turned it down and the shocking stopped. After they turned stimulation down, the patient started to experience extreme soreness in the buttock cheek where the implantable neurostimulator (ins) was placed and they couldn¿t sit on that site. The patient thought it would subside, but it wasn¿t so a week later they called the manufacturer representative. The manufacturer representative instructed the patient to not use their device as a preventative measure as they did and if they needed instruction on how to adjust to contact the manufacturer. Since the shocking incident, the patient¿s rectum didn¿t stay closed any more. This was the issue the patient had before implant and before the shocking incident the rectum closed. The patient saw their surgeon today and didn¿t ask them about it. The patient had the device for both bowel and bladder control. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information.